Event description:
(B)(4). Same case as: 2134265-2011-05101. It was reported that post a coronary stenting treatment procedure, the patient expired. The de novo target lesion 1 was located in the mid left anterior descending (lad). The lesion was 75% stenosed, 3.0mm in diameter and 20mm long. The lesion was treated with predilation and placement of a 3.0x28mm taxus express2 stent. Post dilation was performed. Residual stenosis was 0% with timi-3 flow remaining unchanged throughout the procedure. The de novo target lesion 2 was located in the 1st diagonal. The lesion was 75% stenosed, 3.0mm in diameter and 10m long. The lesion was treated with placement of a 3.0x16mm taxus express2 stent. Post dilation was performed. Residual stenosis was 0% with timi-3 flow remaining unchanged throughout the procedure. The patient was diagnosed without symptom and was discharged on bayasprin, panaldine and pletal 3 days later. In (B)(6) 2011, it was noted the patient expired. The patient's family informed the site of the patient's death.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).